Event description:
In a through review of the progress notes received regarding a separate event, fresenius has become aware of an incident occurring on (B)(6) 2011 which had not been previously reported. The reviewed progress notes stated "air bubbles in the line and the machine sounded different. Pt stated it caused pain in his left shoulder". Several attempts were made in order to obtain clarification of the event, however, the attending physician was not available. On (B)(6) 2011, a decision was made to report the event with the limited info available at this time.

Manufacturer narrative:
Fresenius medical care became aware of an unreported event by the review of medical records received involving a separate event. Numerous attempts made to obtain add'l info were unsuccessful and documented. A decision was made to file this report with what was discovered with this review.